Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed loci thyroid stimulating hormone (tshl) results were obtained on four patient samples on a dimension exl with lm integrated chemistry system. Quality control (qc) recovered within range on the day of the event. The customer replaced the sample and reagent 2 (r2) probe tips. Siemens reviewed the instrument data and determined that calibration was acceptable. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, aligned all probes and luminescent oxygen channeling immunoassay (loci) arm, calibrated heterogenous module (hm) mixers, primed the system, ran a system check, which passed, and ran qc, which recovered acceptably. Siemens evaluated the event and determined that misalignment of the r2 and loci components potentially contributed to the falsely depressed tshl results, which was resolved by aligning the probes and calibrating the hm mixers. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed loci thyroid stimulating hormone (tshl) results were obtained on four patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate dimension exl with lm integrated chemistry system. The repeat results recovered higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tshl results.